Event description:
It was reported that a patient experienced an ¿infection in the peritoneal catheter¿ that was suspected to be peritonitis and then subsequently died, coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. It was not reported if the patient was hospitalized prior to or at the time of death. The treatment for this event was not reported. It was not reported if pd therapy was ongoing at/up until the time of death. The cause of death was reported to be suspected peritonitis and it was not reported if an autopsy was performed. During the follow up, the nurse declined to provide any additional information on the event and additional information was also requested from the caregiver, but was not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.